Manufacturer narrative:
UDI: (B)(4). Investigation summary the complaint device was received and evaluated; visual inspection reveals that the red trigger is broken. The plastic sleeve was removed to verify the presence of both plates, the plates were found inside the applier needle, rests of biological matter were found inside the applier needle over the first plate. The device was opened to verify the broken part, it was found that the upper part of the red trigger is broken. A manufacturing record evaluation was performed for the finished device 8l25918 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test result, this complaint cannot be confirmed. The customer reported a quality defect, however, the visual inspection revealed that the device had a broken trigger due to procedural variables, such handling of the device or product interaction during procedure; a possible root cause can be attributed to a portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the first plate when it was going to be deployed; this obstruction and the force applied to the trigger are contributive factors of the broken trigger, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that the truespan 0 degree peek device arrived with red tap due to a quality unspecified defect. During in-house engineering evaluation, it was determined that the upper part of the red trigger on the device was broken. There was no procedure nor patient involvement reported. No additional information was provided.